Event description:
A sprinter legend rx balloon dilatation catheter, length 20 mm, diameter 1.25mm, was used to treat a lesion in a patient. It was reported that the balloon was inflated for the 3rd time to 14atms and it burst. No patient injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
Evaluation summary: the device was received for evaluation by medtronic. The presence of a leak was confirmed. The device would not hold pressure when an attempt was made to inflate it using an indeflator. A short radial tear was located on the body of the balloon over the proximal end of the inner shaft marker. Visual inspection confirmed no damage evident to the inner shaft marker. (B)(4). Results - (the nature of the tear on the balloon consistent with the balloon material being pressed against stenosis or calcium as the balloon during delivery and/or inflation), (device inflation exceeded rated burst pressure). Conclusions - (the nature of the tear on the balloon consistent with the balloon material being pressed against stenosis or calcium as the balloon during delivery and/or inflation), (device inflation exceeded rated burst pressure).